Manufacturer narrative:
(B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review was completed for part# 272.265s, lot# 9956459. Manufacturing location: (B)(4), manufacturing date: may 30, 2016, expiry date: may 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follow: it was reported that patient underwent initial implant procedure on (B)(6) 2016. Postoperatively, a proximal femoral nail antirotation (pfna) broke. Patient underwent revision procedure on (B)(6) 2016. This report is for one (1) pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation was completed. The product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of use were visible at the outer diameter ø17 and also in the region of the thread proximal side. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The dimension of the citrus hole could not be measured due to the breakage, but the inspection sheet confirms a 100% dimension check during production. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. Based on this, the complaint is confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the nail broke through the blade hole. Concomitant medical products: blade (part, lot unknown, quantity 1).